Event description:
The customer contact reported a disconnection. The tubing set was connected to an extension set and was being used to deliver an unspecified "paralytic" medication. After an unspecified length of time in use, it was reported that the surgeon noted the patient had a "reflex movement" after the nurse anesthetist had attempted to deliver the medication. At that time, the nurse anesthetist noted the option-lok of the tubing set had disconnected from the clave of the extension set. It was reported that an unspecified volume of solution leaked. The tubing sets were reconnected and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.`

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).